Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro would not turn off, it glowed red and started smoking. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the jaws were very burnt. The device was bloody. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test, it produced steam and heat during several activations and shut off when the toggle was release. Based upon the functional test, the reported failure "device remains activated" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).